Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for unknown drill bit /unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): the drill bit broke intraop and the broken portion of the drill bit was left in the patient. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an accident on (B)(6) 2015. The patient underwent surgery on (B)(6) 2015, when he had closed reduction and internal fixation of his left distal radius comminuted intraarticular fracture. During surgery a colibri drill was used to create the holes for the pins which they intended to insert during surgery. During the procedure, a piece was fractured from the drill and that piece of drill/metal was left deeply embedded in the patient's bone, causing him personal injuries. The patient further developed an infection and sustained severe personal injuries, loss and damage. This complaint involves 1 part. Concomitant medical products: 1x colibri (part and lot unknown). This report is 1 of 1 for (B)(4).